Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube perforation"), pelvic pain ("persistent severe pelvic pain"), genital haemorrhage ("bleeding") and post procedural pulmonary embolism ("pulmonary embolism shortly after she had the second surgery") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 5 and miscarriage. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included anxiety (before the implantation of essure, her anxiety was very mild), cramp in lower abdomen, low back pain, depression, migraine, morbid obesity, arthralgia, arthritis, pain in extremity, chronic cervicitis, numbness, nausea and arterial injury. Concomitant products included hydroxyzine for anxiety. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In april 2014, the patient experienced anxiety ("anxiety"). In 2014, the patient experienced pain in extremity ("left foot pain"). On (B)(6) 2016, the patient experienced post procedural pulmonary embolism (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced adnexa uteri pain ("the location of the pain: left fallopian tube"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and emotional disorder ("hard to function emotionally"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with enoxaparin, warfarin, panadeine co (tylenol with codeine), ibuprofen, surgery (on (B)(6) 2016 total abdominal hysterectomy and right salpingectomy, on (B)(6) 2013 left salpingectomy) and surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, post procedural pulmonary embolism, adnexa uteri pain, mental disorder, pain in extremity and emotional disorder outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the anxiety was resolving. The reporter considered adnexa uteri pain, anxiety, emotional disorder, fallopian tube perforation, genital haemorrhage, mental disorder, pain in extremity, pelvic pain and post procedural pulmonary embolism to be related to essure. The reporter commented: on (B)(6)2013, essure was removed from left side and on (B)(6)2016 essure on right side was removed and hysterectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.9 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: left fallopian perforation x-ray - in 2013: confirmation test - not provided aug2013 :transvaginal ultrasound :location of perforation : left side concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: anxiety, pelvic pain, fallopian tube perforation, anxiety, mental disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- outcome of genital haemorrhage changed to recovered / resolved. New reporter, race, concomitant conditions and historical drugs were added. Fallopian tube pain event added. On (B)(6) 2018: wrong source document attached incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube perforation"), pelvic pain ("persistent severe pelvic pain"), genital haemorrhage ("bleeding") and pulmonary embolism ("pulmonary embolism shortly after she had the second surgery") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, parity 5 and miscarriage. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included anxiety (before the implantation of essure, her anxiety was very mild). Concomitant products included hydroxyzine for anxiety. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced pain in extremity ("left foot pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pulmonary embolism (seriousness criteria hospitalization and medically significant), anxiety ("anxiety"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and emotional disorder ("hard to function emotionally"). The patient was hospitalized from (B)(6) 2016. The patient was treated with enoxaparin, warfarin, panadeine co (tylenol with codeine), surgery (essure and tubal removal), surgery (essure removal and hysterectomy) and surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pulmonary embolism, mental disorder, pain in extremity and emotional disorder outcome was unknown and the pelvic pain and anxiety had resolved. The reporter considered anxiety, emotional disorder, fallopian tube perforation, genital haemorrhage, mental disorder, pain in extremity, pelvic pain and pulmonary embolism to be related to essure. The reporter commented: on (B)(6) 2013, essure was removed from left side and on (B)(6) 2016 essure on right side was removed and hysterectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.9 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: left fallopian perforation x-ray - in 2013: confirmation test - not provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.